Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that the tubing irrigation set was partially detached. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
During an ablation procedure to treat atrial tachycardia intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tubing of the catheter was partially torn. Irrigation of the catheter was not possible. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial tachycardia intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the irrigation tubing of the catheter was partially torn. Irrigation of the catheter was not possible. The catheter was exchanged and the procedure was completed successfully with no patient complications.